Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient fell, had a periprosthetic fracture and acetabular cup loosening from the fall. Original implants explanted and revision implants implanted successfully.